Manufacturer narrative:
The actual devide was not returned, however devices from the same lot were returned for evaluation. No pictures were provided. The malfunction could not be reproduced, and without either the problem device or pictures the complaint could not be confirmed. Root cause was unable to be determined. This should be considered the final report. If additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "this email is in regards to tonsil snare #2407, lot#412643. My team received a complaint that these tonsil snares were breaking during the surgical procedure.".